Event description:
Boston scientific received information that the physician reported an unknown malfunction detected via the patient¿s remote monitoring system. No further information was available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.